Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastroplasty, the seal disengaged and there was air/gas leaking from the seal. There was no patient injury.